Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported to have run the unit for several days on a test lung, and was unable to duplicate the alleged malfunction. The customer reported that the unit passed all testing, and it is back in service.

Event description:
It was reported that, during patient use, a ventilator compressor became intermittently inoperative. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.